Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor (gold).pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 134 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.